Event description:
It was reported that right ventricular lead had exhibited low impedance; the patient was asymptomatic. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).